Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the insulin pump were scrolling up when attempting to bolus. Customer stated that the insulin pump was submerged in water prior to the button error alarm. Customer's blood glucose reading at the time of the call was 220 mg/dl. No further information reported.